Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the smoke and burning smell. The customer removed and inspected the heat torch and found that it had discolored from heat. The customer replaced the heat torch as per the operator's guide and restored the instrument power. The customer cycled cuvettes in diagnostics and found a "heat torch thermocouple open" error. The customer replaced the heat torch again. The ccc specialist dialed into the customer's system remotely and found bad cuvettes. The cuvette arms were not locked and the cuvette right films and rubber tip were missing from the assembly plunger. The ccc specialist checked the pressure and the heat torch was replaced. The customer replaced the diaphragm. The plunger tip and hardware were checked, u-seal was reseated, solenoids were formed, and cuvettes were cycled twenty times, which functioned properly. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the cuvette form assembly and needle valve. The cse cleaned the cuvette windows and ran system check, which was acceptable. A siemens headquarter support center (hsc) specialist reviewed the event data and service report. The hsc specialist stated that the dimension exl with lm system is a ul listed analyzer and conforms to the requirements that materials used will not lead to an open flame. This includes the ceramic component of the heat torch. The cse had determined that there were bits of plastic within the duct partially blocking the air flow. The foreign material is was potentially the source of smoke when the heat torch overheated due to the air flow restriction. The hsc specialist concluded that the burning smell was coming from the cuvette heat torch. The cause of the smoke being emitted is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Burning smell and smoke were emitted from the heat torch area of a dimension exl with lm instrument. The instrument was powered off by operator. There are no reports of damage to property, medical intervention, or adverse health consequence due to the smoke being emitted from the instrument.